Event description:
The patient called in to report that she had mesh explanted due to infection. The mesh was implanted in 2005 and explanted several months later. The patient reported she was on wound vac for 6 months after the original surgery before the wound healed. At present time, she claimed to be feeling fine.

Manufacturer narrative:
Based on the information received, there is no way to determine if the mesh may have caused or contributed to the problems experienced after implant of the mesh. Therefore, no conclusion can be drawn.